Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and stated that the pump continued to deliver insulin as glucose levels were dropping. Symptoms included insufficiently characterized clinical effects consistent with hypoglycemia. Outcomes included an impact that could not be fully characterized. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.